Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the reservoir compartment. The customer stated that the reservoir was not able to lock into place. Customer stated that insulin pump all buttons had to press more than once, scratches on the screen, motor was a little louder and insulin pump rejected brand new battery. Customer stated that insulin pump was erased date and time information after changing out battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.